Manufacturer narrative:
The unknown zimmer biomet screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported device was located on tooth number 19 (universal), and was retightened three more times over the course of 5.5 years based on related complaints. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The event is most likely due to continuous retightening of the screw over the course of the implant life. This is considered misuse for single-use product.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that an unknown zimmer biomet screw loosened at tooth location 19.